Event description:
It was reported that the patient with a tactra experienced a perforation in the left distal corporal body during dilatation. The physician scoped the patient to confirm that there was no urethral injury. A full washout was performed, and no device issues were found. However, the old tactra was removed, and a new one was placed on the right side only. No additional patient complications were reported.

Event description:
It was reported that the patient with a tactra experienced a perforation in the left distal corporal body during dilatation. The physician scoped the patient to confirm that there was no urethral injury. A full washout was performed, and no device issues were found. However, the old tactra was removed, and a new one was placed on the right side only. No additional patient complications were reported.